Event description:
The pt was hemodynamically compromised and was taken to the cardiac cath lab for the insertion of an iabp. The iab failed to inflate. This was manifested as there was no improvement in the augmented systolic pressures which were running in the 80's. Under fluoroscopy, it was noted that the proximal portion of the balloon was inflating but the distal one-half to two thirds did not inflate. The iab was removed and a second was inserted into the pt. Multiple event to initial complaint number 96-00306. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unknown - reproted 11/4/96. Pt's current status: unk - rpt'd 11/4/96.